Event description:
Caller alleged discrepant precision inratio2 inr results. Date: (B)(6) 2014, inratio2 inr: 7.5, 2.5, and >7.5. Therapeutic range: unk. The pt was preparing for cataract extraction and was taken off coumadin for two (2) days. The customer uses the inratio monitor approximately once every three (3) weeks. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time.